Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a pump stop event associated with a driveline disconnect. The patient remains ongoing on heartmate ii lvas, serial number vad-59851. Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas patient handbook (document 106022, rev. G) is also currently available and warns users that disconnecting the driveline from the system controller will cause the pump to stop. This handbook contains important warnings related to pump stops. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient's lvad system indicated a power cable disconnected alarm. The patient attempted to exchange the system controller at home without the calling the vad office before attempting to change perform the exchange. Upon disconnecting the driveline so as to exchange the system controller, the patient lost consciousness. The spouse heard the alarms and reconnected the driveline into the system controller. The patient regained consciousness and was taken to the vad office where it was noted the black power cable of the system controller was in poor condition. A system controller exchange was successfully performed and the patient was sent home. After the system controller was changed, the system continued to indicate a power cable disconnected alarm on the black cable. Due to this, a new battery clip and battery were issued to the patient. The patient was seen at the clinic on the morning of (B)(6) 2018 and has had no alarms.